Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation (pvi) procedure, a pericardial effusion occurred. Following transseptal puncture, but prior to ablation, fluoroscopy revealed reduced cardiac motion of the left heart wall; a pericardial effusion was noted after geometry creation via echocardiogram. The pvi was continued a cardioversion was performed, and the patient became slightly hypotensive. Following the procedure, an echocardiogram confirmed the effusion was still present; however, no intervention was required. There were no performance issues with any sjm device.